Event description:
During an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, it was reported that the tip of the device split. The procedure was completed with a second device and the pt was reported to be "fine."